Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set through which solution did not flow properly. According to the report, there were traces of isotope in the tubing. Per the customer from the radiology department, when they use the y-site of the IV to inject their isotopes, some of the isotope mixture seems to be clinging to the tubing. "The solution goes through fine to the patient, but some residue gets left on the sides of the tubing and shows up in the scans." When used with different tubing, "you might see a speck where the injection site is, but with this new (continu-flo solution set) tubing you can see the bottom section of tubing on the images where the isotopes are injected." There is probably 1-2 inches of tubing that shows up on the images. They can shield the site so that it doesn't distort the images. The customer is wondering if there is different tubing that can be used or if there is another approach that other customers have done. The set was being used with a sigma spectrum pump. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.